Manufacturer narrative:
On 9/19/2020, the product investigation was completed. It was reported that a female patient underwent atrial fibrillation (afib) ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. The patient had evidence of effusion before the procedure. The caller stated that during the transseptal phase the physician noticed there was a small 3mm pericardial effusion. The physician continued with the procedure. At the end of the procedure, the physician used intracardiac echo (soundstar) and noticed the pericardial effusion had grown to 8mm. A pericardiocentesis was performed before removing the transseptal sheath. The caller stated that about 225ml was removed. The pericardiocentesis drainage tube was left in place when the patient left the lab. The caller stated that there was no change in the patient hemodynamics and the patient remained stable throughout the entire procedure. The patient was then admitted and transferred to another unit. The caller does not know what unit the patient was admitted to. Maximum wattage used 30w, total number of lesions was 54 with ablation time of 21 minutes. Total fluid injected 432 ml. Transseptal was performed with baylis needle 71cm. In the opinion of the physician the event occurred during transseptal and the cause is procedure. The physician had fully recovered. Device evaluation details: the device was visually inspected and it was found in good conditions. The magnetic, temperature and force features were tested and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed and no non-conformances related to the reported complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient underwent atrial fibrillation (afib) ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. The patient had evidence of effusion before the procedure. The caller stated that during the transseptal phase the physician noticed there was a small 3mm pericardial effusion. The physician continued with the procedure. At the end of the procedure, the physician used intracardiac echo (soundstar) and noticed the pericardial effusion had grown to 8mm. A pericardiocentesis was performed before removing the transseptal sheath. The caller stated that about 225ml was removed. The pericardiocentesis drainage tube was left in place when the patient left the lab. The caller stated that there was no change in the patient hemodynamics and the patient remained stable throughout the entire procedure. The patient was then admitted and transferred to another unit. The caller does not know what unit the patient was admitted to. Maximum wattage used 30w, total number of lesions was 54 with ablation time of 21 minutes. Total fluid injected 432 ml. Transseptal was performed with baylis needle 71cm. In the opinion of the physician the event occurred during transseptal and the cause is procedure. The physician had fully recovered. There was no evidence of steam pop. Flow setting was default - standard 2 ml/min when not ablation and standard 8ml/min at 30w there were no error messages observed on biosense webster equipment during the procedure. Graph, dashboard, vector and visitag were used for force visualization. Visitag settings surpoint 2.5, 3m for 3 sec, force over time 25%, respiration gating activated and tag index for color option.